Event description:
Additional information was received. It was reported that the patient had a "detachment" prior to her pump replacement. The drug used in the system was lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a leak near the connector of the pump and catheter. The connector and pump were replaced. There were no patient symptoms or injuries related to this event. The patient recovered without sequela.

Manufacturer narrative:
Final analysis of the pump found it passed all non-destructive testing. There was a single motor stall and a motor stall recovery in the logs, though they occurred after explant. There are many factors that can cause a pump motor to stall, for instance electromagnetic interference and magnets. It had been decided that no destructive analysis needed to be performed. Final analysis of the catheter found the pump connector suture ring sleeve was broken. It may have been the suture being too tight and causing the suture ring to break. There was also a suture on the catheter body. During pressure testing, leaks were seen. The leaks were noticed between the metal pin and white material of the pump connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).